Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including functional testing, bench testing using test pads and returned pad without duplicating the report. The electrode pads were replaced as a precaution. Device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.